Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for shock impedance out of range. Technical services (ts) reviewed device data and noted that the patient's rhythm was deteriorating, and the device delivered three shocks that were unsuccessful at converting. Additionally, it was noted that the impedances in all leads jumped up abruptly and it was speculated that the patient passed away. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient passed away, however there were device anomalies alleged. It was noted that the patient had multiple comorbidities and history of drug and alcohol use, but the cause of death was undetermined. This device remains in the patient.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for shock impedance out of range. Technical services (ts) reviewed device data and noted that the patient's rhythm was deteriorating, and the device delivered three shocks that were unsuccessful at converting. Additionally, it was noted that the impedances in all leads jumped up abruptly and it was speculated that the patient passed away. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for shock impedance out of range. Technical services (ts) reviewed device data and noted that the patient's rhythm was deteriorating, and the device delivered three shocks that were unsuccessful at converting. Additionally, it was noted that the impedances in all leads jumped up abruptly and it was speculated that the patient passed away. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient passed away, however there were device anomalies alleged to be associated with their death. It was noted that the patient had multiple comorbidities and history of drug and alcohol use, but the cause of death was undetermined. This device remains in the patient.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional pertinent information is provided in the future, a supplemental report will be issued.